Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0823 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported that PICC was inserted (B)(6) 2017, red lumen allegedly unable to flush or get blood draw back. Staff needing to administer alteplase to lumen 2-3 times per week. No patient injury reported.